Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels rose above 450 mg/dl while wearing the pod between 5 and 24 hours. Patient was vomiting and had the presence of oral candidiasis. The patient noticed the cannula dislodged from the infusion site (arm). The patient contacted the sick fund¿s after-hours call line and was advised to go to the hospital. The patient was diagnosed with dka and treated with intravenous insulin. The patient also received medication for the candidiasis but did not take it. The pod was removed and discarded at the hospital. Patient was discharged on (B)(6) 2025 at 7:00 a.m.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.